Event description:
"With the gantry at the 0 degree position on the computer screen, the real position (machine reading) was 5 degrees. The gantry motor chain was not tight. The bolts on the gantry motor are not tight enough. A slight movement is possible and motor could shift a little, resulting in a not accurate sprocket readout movement of pro and spro. For the control computer, no fault or interlock is happening. The customer notified varian that suddenly, the gantry angle was shifted 10 degrees. The customer recalibrated the gantry angle and continued, until a shift appeared of 5 degrees. The customer stopped all treatments on this machine." No pt injury reported.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Testing revealed a difference of 5 degrees between the reported gantry angle on the console computer and the machine read-out value. Results: the source of the problem was loose motor mount bolts. The investigation was unable to determine why the bolts had worked loose. The speculation, however, is that either the bolts were not tightened enough or loctite was either omitted or of insufficient quantity, and the bolts were able to work loose. In addition, it was determined that there is a potential for angular misadministration due to a shift in gantry motor positioning. If the motor moves along the alignment uni-strut to the maximum allowed setting, there could be 6 to 8 degrees of error at any given angle. If undetected, this angular error could produce an effective beam shift of about 21 mm either at the skin 15 cm above the isocenter, or, in the case where the light field was used to align the beam to skin marks, at the isocenter (15*tan(8deg)=2.1). Conclusion: the device failure occurred and was related to the event. Varian's service technical bulletins (st-103, st-108 and cn-172) were designed to overcome this issue by applying a specified torque and some loctite to these bolts. However, according to the investigation, it appears our service personnel did not adequately perform the stb. Since these stbs have been issued, this is the first report of loose bolts on a machine that has received the correction. Therefore, the issue has been referred to CAPA for possible service correction.